Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to contamination on the pins of the pca jumper. Root cause investigation of similar failures determined that flux contamination caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.